Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose at time of incident was 488 mg/dl and customer¿s current blood glucose is 258 mg/dl. Customer treated that with manual and bolus wizard. Customer also stated that there was no delivery alarm on the pump. Customer reported they have not contacted their healthcare professional regarding the high blood glucose levels. Customer stated that the drive support cap was normal. Insulin pump will not be returned for analysis.